Event description:
It was reported that t:slim x2 pump battery would not charge and that pump showed a power source alert, with charging stopping on its own after a short time. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.